Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 401 mg/dl. To address bg level, the customer delivered a correction bolus with the pump. During system check with tandem technical support showed that there was continuous air bubbles coming out of the cartridge into the patient line. The customer changed out all of the supplies on the pump. During a follow-up call several hours later, it was confirmed that the customer was doing much better and bg level was at 100 mg/dl.